Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, the lens was damaged because the injector was faulty. According to the additional information received, the surgery was completed using a backup lens. There was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a faulty injector causing lens damage; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review, complaint history review, and non-conformance review could not be conducted. A sample was not received at the manufacturing site and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).